Manufacturer narrative:
Correction to b5: update to "this was observed during filling of saline at the hospital." Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between february 15-20, 2024. H11: the actual device was received for evaluation. A visual inspection noted a black particulate matter (pm), measured to be 0.03 square mm in size. The pm was embedded in the material of the tubing line and was not in the fluid path. The black pm was identified to be polyvinyl chloride (pvc) material via a fourier transform infrared spectroscopy (ftir) test. Pvc is the actual material of the device tubing line. A fragment of burnt pvc can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related. However, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had particulate matter located inside the tubing. This was observed before filling. There was no patient involvement. No additional information is available.